Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter for unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Additionally it was reported that the customer experienced an elevated blood glucose (bg) level of 535 mg/dl. A correction bolus was delivered to address bg. Customer will continue to use current pump.